Manufacturer narrative:
This file was originally submitted on 06/18/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Medical center called in to report patient with presumed therapeutic shock. Patient's nurse reported that the event occurred around (B)(6). Patient had reported lightheaded with irregular heart rhythm at the time of the event. Patient further reported that they went outside to get fresh air and came back into house was standing holding desk, got syncopal. Patient remembered hearing preparing to shock alert and remembers receving therapeutic shock. Patient called 911 and got transported to the hospital ER. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.

Manufacturer narrative:
Suspect device and/or associated evaluation data could not be retrieved. Event records were not captured in the monitor's system memory due to logic-based data processing specifications, which prioritize wcd essential function over data collection. Data not available to confirm therapeutic shock.